Manufacturer narrative:
(B)(4). A boston scientific representative performed a system check after the most recent red alert was received. There were no outstanding device issues and no adverse patient effects. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system had been exhibiting high shocking impedance measurements and elevated threshold measurements. Pacing impedance and intrinsic amplitude measurements have been stable. Subsequent information was received confirming that a latitude red alert had been generated due to out of range shock impedance measurements greater than 125 ohms. All other measurements are stable. No adverse patient effects were reported.